Manufacturer narrative:
The site declined to provide patient age, gender, or weight information. No parts or files have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported an instance of software unresponsiveness during a tumor resection procedure using synergy cranial version 2.2 software. The user had proceeded to operate without using navigation for a while, but when they brought the probe back into view, it wouldn't track. The tech tried moving the mouse, and it was unresponsive as well. They rebooted the system and it worked fine. Later during the case, the issue recurred. The doctor blocked the camera's view of the frame, but it still showed in the software as green status instead of red-the software appeared to be unresponsive. Not impact of the patient outcome was reported.